Event description:
On (B)(6) 2010, inratio: 4.5, typical pt inr range: 2.9-3.3, pt therapeutic range: 2.0-3.0. On (B)(6) 2010, inratio: 4.7. Prev. Week 2.5 (using different lot). No change in pt status: no procedures, no hospital stays, no changes in medication, prescribed or over the counter, no change in diet (plenty of greens).

Manufacturer narrative:
Investigation pending.